Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The edgefile x7 dfu states the recommended torque of the device to not exceed 300 gcm. The dentist used the device with a torque setting of 380 gcm.

Event description:
In this event it was reported that a edgefile x7 rotary file 29mm broke during use (reported by a phone call from the dentist, dr. Langella). The file separated at the flute/shalft juncture while instrumenting on tooth #24. Dr. Stated that this separation was surprising because this was a retreatment case so the tooth had already been previously opened up. File separated on first pass. The broken file was not able to be removed and the dentist filled around the file portion with a permanent filling material. Currently follow up appointment with patient is scheduled for (B)(6) 2023.